Manufacturer narrative:
On february 11, 2021, mentor became aware that patient's initials are a.n. Patient was replaced with two 425cc mentor memorygel breast implants. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV on the right side and baker grade iii on the left side post procedure. As a result, patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 2, 2021 the mentor failure analysis lab has received the device for evaluation. Patient had an explantation on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on march 9, 2021. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 480cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).